Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0206926, medical device expiration date: 2023-07-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0144808, medical device expiration date: 2023-05-31, device manufacture date: (B)(6) 2020. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found.

Event description:
It was reported that 3 venflon pro safety 16ga 1.8mm od 45mm l leaked at the injection port during use. The following was reported by the initial reporter: "multiple incident reports of bd cannula injection port failures usually affecting larger bore cannulas (16g commonly). Blood/drugs pass backwards out through the injection port without warning. Mhra forms completed for at least 3 incidents in the past 2 months. No major harm to patients but several near misses. The most recent failure was during resuscitation in an obstetric haemorrhage which delayed active resuscitation whilst a new cannula had to be inserted. (Reported to mhra) as far as I¿m aware this is an issue only affecting anaesthesia so far but clearly this has implications for our entire trust. I¿m aware that bd know about this issue (there was a national alert in (B)(6) 2020) but I¿d like an update on what bd are planning to do to rectify these manufacturing errors. If this continues I will be asking the trust to review our supplier of cannulas for the entire trust."